Event description:
On (B)(6) 2016, an event of unintended movement occurred with one dx-d100 mobile x-ray unit newly installed on april 1, 2016. While using the unit, the customer could not stop the unit or put it into reverse and had to run it into the wall for it to stop. The unit has the correct digital motion control board, dmc board v11r3b7. Investigation is under way to determine root cause and supplemental reporting will be provided. There has been no reported harm to patient or user during this event.

Manufacturer narrative:
We are reporting this supplemental report on (B)(6), 2016. The root cause was identified by (B)(6) 2016, during the investigation by agfa and the supplier. One of the screws holding in the dead man bar was too tight causing the bar to be too close to the switch. The right dead man switch was very sensitive to the point where a slight touch would activate the switch. The dead man bar was adjusted properly. The strain gauges were also adjusted. The unit has been returned to service and there have been no new reports of unintended movement. There have been no reports of harm to users or patients during these events.

Manufacturer narrative:
We are reporting this supplemental report on (B)(6) 2016. This supplemental report #2 is being submitted to correctly provide the description of the overall event and to provide the root cause. An event of unintended movement did not occur at the site. The radiology tech at the hospital provided a statement to both agfa and the hospital that she fell down and grabbed the drive handle to stop her fall. At this point the machine moved to the left and frightened her. The unit did not move on its own. The unit is operating as intended. There has been no reported harm to patient or user during this event.